Event description:
It was reported that the device stopped working while monitoring in surgery. There was no patient impact. Multiple attempts to gain additional information about this event have gone unanswered.

Manufacturer narrative:
(B)(4): product evaluation: no product analysis is available; device not returned for evaluation. Method: no testing methods performed. (B)(4).